Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. It was alleged the call service 007 alarm occurred. There was no indication that this issue lead to an adverse event. This is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 11-dec-2018 with the following findings: during investigation, the pump powered up with auditory and vibratory alarms to a hard call service 007 eeprom read failure alarm. The reported call service alarm was duplicated. The pump cover was removed, and no intermittent conditions were found to the printed circuit board. An eeprom failure was the issue. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.